Event description:
It was reported that during the flushing with normal saline, leakage of fluid occurred at the exit site. After removing the catheter, a fissure was observed at +6 cm. The patient had to complete the administration of the last chemotherapy cycle through a peripheral vein. We are now awaiting oncological evaluation with a CT scan for a possible new PICC placement. No harm to patient. No medical intervention or medication required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.